Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event. The reporter stated that on (B)(6) 2014, the patient¿s blood glucose was 360mg/dl with the symptom of extreme thirst and unspecified ketones. It was reported that the patient had not received any treatment above and beyond the usual routine of diabetes care and management and that the patient remained on the pump. Reportedly, the patient¿s healthcare provider had not adjusted pump settings before or after the alleged event. It was reported that there had been a loss of prime event 3 or more times. Troubleshooting determined that the rewind, load, and prime steps were successfully completed after cartridge changes, and the patient denied any changes in force or temperature, indicating that the pump was functioning appropriately at the time of the alleged event. Upon further review of the pump with the patient, customer technical support found that auto off alarms had occurred and that after those alarms were confirmed, the pump was not re-primed appropriately. There was no pump defect found upon troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in not priming appropriately after a confirmed alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: the alarm history verified auto off alarms. The prime history showed that the pump was primed within 30 minutes of the auto-off alarms. There was no data in the black box from the time of the auto-off alarms due to continued use. The daily insulin delivery totals appeared inconsistent due to an internal clock battery malfunction. Loss of prime warnings were not observed in the black box, and the force readings were observed to be normal. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The auto-off alarm was duplicated during testing; the pump gave appropriate audio and visual ¿auto-off no delivery¿ alarms. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force at 5 pounds. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time.